Manufacturer narrative:
Initial and final MDR (B)(4). - device 3 of 3. Patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula bent events on (B)(6) 2024. The first event occurred after 3 hours of insertion and second and third event occurred within 3 hours of insertion. The insertion site for all the event was at abdomen. Patient resolved all the events by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.